Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: the pump powered on to a blank display screen. There was no intermittent connection found on the printed circuit board. A download of the pump's date indicated an eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient was diagnosed and hospitalized with diabetic ketoacidosis with blood glucose measuring >500 mg/dl with chest pain, abdominal pain, dehydration and vomiting. The reporter stated the patient¿s adverse event occurred while the patient was off insulin pump therapy due to a pump functionality issue; the patient was on an alternative method of insulin delivery at the time of the adverse event. The reporter stated there was an issue with the pump having no power and this issue was occurring during or immediately after a battery change. The reporter denied damage to the pump and battery cap and further denied moisture in the pump. The reporter stated that the patient had been having blood glucose issues since (B)(6) 2018 and the pump has had the power issue since this same date. The patient was reportedly hospitalized and treated with intravenous fluids, intravenous insulin and nausea medication. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with the pump allegedly having no power and the patient receiving insulin via an alternative method of delivery.